Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the backup battery failed; the device indicates a low battery shortly after battery power is switched on. The customer reported there was patient involvement and no patient harm.